Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: omnipod software app version: operating system: hardware: cgm sensor type: please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that the needle did not move forward, the pink slide did not move forward, and the cannula did not insert into the skin when the pod was activated; this indicates a needle mechanism failure. The pod was worn less than an hour. As treatment, a new pod was placed. No impact to the patient's glucose level was reported.

Manufacturer narrative:
The pod was received with the cannula deployed and needle retracted. The download data showed that the pod completed both priming sequences with an expected number of pulses in each and ran for 1573 pulses, delivering several boluses and generating an 0x18 empty reservoir alarm before deactivation. The reservoir was confirmed to be empty upon inspection. Investigation of the needle mechanism found no issues that would result in the needle failing to deploy.